Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6 clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional additionally reported "chronic fatigue, depression, joint and muscle pain, excessive hair loss, insomnia, increased vascularity in the thyroid, and wears compression stockings due to joint pain". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Malaise: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Calcification: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting patient experienced ¿breast pain with baker iii contracture¿, ¿sore breast¿, and ¿large breast¿. Ultrasound and mammography report show ¿small nodules¿ and ¿scattered calcifications". The events of ¿fatigue¿, ¿excessive tiredness¿, ¿malaise¿, ¿joint pain (silicone disease)¿ are not device related. Healthcare professional additionally reported "chronic fatigue, depression, joint and muscle pain, excessive hair loss, insomnia, increased vascularity in the thyroid, and wears compression stockings due to joint pain". The device has been explanted. This relates to the right device.

Manufacturer narrative:
Cont. E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reporting, patient experienced ¿breast pain with baker iii contracture¿. ¿sore breast¿ and ¿large breast¿. Ultrasound and mammography report show ¿small nodules¿ and ¿scattered calcifications". The events of ¿fatigue¿, ¿excessive tiredness¿, ¿malaise¿, ¿joint pain (silicone disease)¿ are not device related. Device remains implanted. This relates to the right device.